Event description:
It was reported that during a da vinci-assisted surgical procedure, malformed staples were noted. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler sureform 60 blue reload accessory involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of a malformed staples. For clarification, the accessory reload exhibited a couple of malformed staples within the cartridge. Although the staples were lodged within the blade track, the reload successfully fired completely. All the pushers had successfully deployed on the cartridge. The root cause for the malformed staples is not established. The reload blade was also found to have mechanical indentation damage. No material was missing. The root cause of the blade damage is attributed to mishandling/misuse. Also, the stapler sureform 60 instrument was returned with no specific reported failure. The instrument was visually inspected, and no physical damage was observed. An in-house reload was installed onto the instrument. The instrument was placed on the in-house system and passed initialization. The instrument clamped, fired and unclamped without any issues. The instrument was fired using a green reload. The instrument was fully functional. Review of the logs found no other failures related to the stapler sureform 60 instrument. No image or video clip for the reported event was submitted for review. Instrument log review of the product related to the complaint cannot be performed as there are no logs available for accessories. This complaint is being reported due to the following conclusion: it was alleged that staples were malformed with an unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur.

Manufacturer narrative:
Additional failure analysis investigation was performed. A visual inspection shows distal end of cartridge knife slot exhibits damage, likely caused by lodged staples being dragged as knife was retracting during the end of the firing process. Cartridge damage, along with knife damage are likely related to lodged staples, which we likely caused by firing across a prior staple line. All visible damage on reload is likely a result of user firing across prior staple line.